Event description:
It was reported that the customer alleged that the pump delivered a 30 unit bolus without user request. The customer's blood glucose (bg) level ranged from 70-71 mg/dl. The customer consumed glucagon to address bg level. Tandem technical support was able to confirm in the pump history logs that a load fill tubing was initiated, but not completed for 2 hours. It was determined that the customer inadvertently performed the load sequence while connected to the site. The customer maintained allegation that the pump delivered 30 units of insulin without user request. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.